Event description:
It was reported that about one month post a coronary drug eluting stenting treatment procedure, the pt expired. The pt was originally admitted because of an acute coronary syndrome, which included chest pain. Invasive diagnostic procedures showed an instent restenosis of a stent vein bypass on the first marginal branch which was implanted 01/2005. The lesion was treated with a taxus express2 3.5x16mm drug eluting stent. Three days later, after an initially uncomplicated course, an unclear inflammatory syndrome developed with episodes of fevers up to 40 degrees c, pancytopenia-marked increase in transaminases, moderate incrase in urinary retention parameters. There was no evidence of a bacterial infection. She also developed left heart decompensation, which eventually recompensated, recurring tachyarrythmia including atrial fibrillation with shock symptoms and multiple emergency electrical cardioversions. Fourteen days later, there was a marked clinical improvement and marked normalization of the blood cultures (following continuous administration of aspirin, clopidogrel, bisoprolol, torasemide, xipamide, esomeprazole, l-thyroxin, kci and fondaparinux). Amiodarone had been started and was later discontinued because of a long qt syndrome. The pt met the criteria for an ICD implant according to madit-ii but they decided against this because of the pt's general condition. The physician wanted to transfer her to the hematology department but the pt declined. Four days later the pt spiked a temperature of 39.7 degrees c. Blood cultures were taken and imipenem was administered. At this point the pt agreed to a transfer and was transferred to a hematology department of another facility two days later. Nine days later the pt was found in atrial fibrillation. Prolonged CPR was carried out with multiple defibrillations over about 50 minutes. Circulation was finally restored with high doses of suprarenin. The cause of the atrial fibrillation was found to be hypokalemia, 2.9 mmol/l. Stenosis of the newly implanted taxus stent appeared unlikely to be the cause. The pt exhibited a vision deviation upwards. The length of hypoxia was unknown and there was hypoxic brain injury, based on these findings, an invasive coronary angiographic diagnostic investigation was not carried out. There was an onset of increasing respiratory exhaustion and circulatory depression. The pt died two days later from the consequences of cardiogenic shock.